Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead failed to pace effectively. The examination performed showed that the lv lead had advanced into the coronary sinus. As such, a revision procedure was performed; wherein the lv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.